Event description:
It was reported that the customer had a case where the IV was clamped proximal to the patient and a tiva infusion back flowed into the blood tubing without the alaris pump module alarms setting off. There was patient involvement but no harm. Bd clinical practice consultant provided the customer with workflow education by discussing the following: summary of the set-up: - customer had a gravity carrier line. - it was connected directly to the IV access. - the two infusions on the alaris were y'd into the carrier line using stopcocks. - the clamp just above the access port was clamped - the alaris pump did not alarm because it was infusing up the carrier line. - the patient woke during spine surgery though there appeared to be no memory of waking. How the issue could have been prevented: - using a pump with your carrier fluid would have triggered an occlusion alarm - having a check valve above the y'd in infusions on the gravity set would have triggered an occlusion alarm. - the ideal solution would be to have it on a pump with a check valve just above your stopcocks. - this first extension set has a check valve built into it. Customer could add that to the gravity set, connect infusions below it and prevent fluid from back up the line. - this second set is an infusion set that has a check valve low. Customer could put stopcocks below as you do now, but the check valve would not allow flow back up the line. This is not a gravity set, but an alaris set. It can be used for gravity or pump.

Manufacturer narrative:
The actual date of event is unknown. Root cause: the root cause for the reported issue that device had occlusion alarms was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.